Manufacturer narrative:
No sample is expected to be returned. Without the actual complaint sample a full investigation cannot be completed. However, previous investigations for similar issues related to difficulty with cuff inflation due to cuts/tears have been performed. Investigation results have revealed that slits and tears may occur for various reasons during the clinical use of the product. We are unable to determine the cause for this specific event. However, manufacturing has implemented controls to detect cuffs with damage and to reduce the potential for occurrence during the manufacturing process. Information of this nature is included in our database and monitored through trending.

Event description:
The customer reported the cuff will not inflate. At this time there is no information confirming the need for decannulation and recannulation of a replacement tube. Covidien has made attempts to gather further details surrounding the circumstances of this report with no response to date.